Manufacturer narrative:
The t:slim g4 user guide states that the alarm notifies the user that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up in the morning to an auto-off alarm. The customer's blood glucose level was 234 mg/dl. Tandem customer technical support (cts) verified that the appropriate auto-off alert occurred prior to the alarm sounding. Cts educated the contact about the auto-off alarm and advised the contact to discuss the auto-off alarm setting with a healthcare provider prior to modifying the setting.